Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient hadn't read their instructions on how to increase stimulation. The issue was resolved through reading the manual.

Manufacturer narrative:
Date of event (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient turned off the ins when they had a gyn procedure which was unrelated to the medtronic implant. Patient stated that they were going to increase stimulation after but it didn't feel like a stimulator and had not been able to increase it since.the patient services specialist (pss) reviewed the patient programmer (pp) use. Patient reported poor communication screen on the pp. Patient stated they use an antenna. The patient confirmed the antenna was secure and sync with ins, but the issue wasn't resolved. Pss reviewed repositioning antenna, patient then successfully sync'd but they reported that the ins was off, prog 2, 1.9. Pss reviewed ins needed to be on to increase. Patient lowered amplitude to 1.0 and confirmed turning ins on.patient then reported poor communication after several repositioning attempts.the patient stated that they were tired from their other procedure and would call back later to troubleshoot or coordinate to meet someone for in-person assistance, since they were still relatively new to the therapy as well.patient noted they had gotten poor communication in the past but was able to resolve. Patient also reported that 2 days prior to the report, they didn't feel stimulation and were unable to increase stimulation. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.